Event description:
The customer reported that the insulin pump had a frozen screen and unresponsive buttons. Troubleshooting was performed. There was no button response, but the time on the screen was advancing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corrosion on the keypad trace. The insulin pump had a frozen display due to corrosion as well. Also, corrosion was found on the motor home switch.